Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the hcp was aspirating the pump during a refill procedure and the arv (actual reservoir volume) was 6ml and the erv (expected reservoir volume) was 6ml but when they got to 4ml they noticed the fluid was cloudy and blood tinged. The hcp refilled the pump without difficulty and actually aspirated out the full amount and refilled the pump successfully. Per the reporter the hcp did not feel was a pocket fill. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.